Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks after implant the implantable cardioverter defibrillator (ICD) system was explanted due to a possible pocket infection secondary to a hematoma. The patient was treated with antibiotics, and a new device system will be implanted when the infection is clear. No further patient complications have been reported as a result of this event.